Event description:
A jarit monopolar cord caught on fire. It was inserted into a force fx electrosurgical device. The settings were 50 cut, 70 coag. Cautery had been used for 2-3 minutes. The surgical technician saw flames coming from the banana cord end that was plug into electrosurgical device cord. The power switch was turned off, and we pulled the plug out from the electrosurgical device. The end of the cord had been severed from the fire. There was no harm to the patient or staff.